Event description:
The clinical specialist reported the following: on (B)(6) 2021, this patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, follow up computed tomography (CT) images showed good seal at the renal arteries. On (B)(6) 2022, follow up CT images revealed no seal at the renal arteries and a type ia endoleak and a contained rupture. It was reported that on (B)(6) 2022, the physician performed a reintervention. Angio demonstrated aneurysm into the visceral vessels with nowhere to seal, therefore the patient underwent open repair. The aneurysm ruptured again before leaving the operating room. A second open repair was attempted but they were unable to, and this was not successful. The patient expired on (B)(6) 2022, in the operating room.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc181400/ 23614302 UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm rupture and death.

Manufacturer narrative:
Correction this statement was added incorrectly to this report "additional devices implanted and/or related to this event: plc181400/ (B)(6) UDI (B)(4)". It was reported on the correct medwatch correction code 22-according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to aneurysm rupture and death correction component code 515 will be corrected on a supplemental report and was correct for this report